Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, only the distal portion of the lead was returned. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant operation, the right ventricular (rv) lead exhibited high impendence and the stylet could not be inserted completely into the lead. A new rv lead was implanted successfully. The patient experienced no adverse consequences and was stable.